Event description:
Customer reported a past event of low blood glucose, with the lowest level recorded at 40 mg/dl. Cause was not known. Customer treated low blood glucose with orange juice and was advised by technical support to consult with a healthcare provider regarding potential factors affecting blood glucose levels.